Event description:
It was reported that after implantation of a multifocal intraocular lens (iol) into the patients left eye (os) the patient experienced issues with glare and halos. Approximately 3 months after being placed the lens was explanted and replaced with a monofocal intraocular lens (iol) the patient outcome post exchange was reported as good.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of investigation.

Event description:
Additional was information received from the reporting facility indicating the patient still has slightly blurry vision, but it is improving and outcome is reportedly good.

Manufacturer narrative:
The device in this event was not available for return. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the information provided, we are unable to determine a root cause. Additional information b5, b6, d4, g3, h4, h6, and h11.